Event description:
On 29/jun/2022, post market surveillance was made aware that via a social media post it was reported that this patient on peritoneal dialysis (pd) using fresenius products had peritonitis about two years prior. The patient was noted to currently be on hemodialysis for renal replacement needs. There were no recorded allegations in the social media that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient confirmed he performed pd therapy with the fresenius cycler /fmc cassette. The patient stated he developed peritonitis (characterized by abdominal pain) in (B)(6) 2020 after staying for a week in his vacation cabin. The patient stated the event was not related to any product issues. The patient stated he did not disinfect the shower head at the cabin and showered twice during his stay. The patient attributed the peritonitis to contamination from the shower head. The patient was treated with antibiotic therapy and had the pd catheter (not a fresenius product) removed. The patient stated he was subsequently transitioned to hemodialysis and has had no adverse effects from use of fresenius products.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler/ fmc cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler/ fmc cassette set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient attributed the peritonitis to contamination via a shower head that was not disinfected.

Manufacturer narrative:
Correction.

Event description:
On 29/jun/2022, post market surveillance was made aware that via a social media post it was reported that this patient on peritoneal dialysis (pd) using fresenius products had peritonitis about two years prior. The patient was noted to currently be on hemodialysis for renal replacement needs. There were no recorded allegations in the social media that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient confirmed he performed pd therapy with the fresenius cycler /fmc cassette. The patient stated he developed peritonitis (characterized by abdominal pain) on (B)(6) 2020, after staying for a week in his vacation cabin. The patient stated the event was not related to any product issues. The patient stated he did not disinfect the shower head at the cabin and showered twice during his stay. The patient attributed the peritonitis to contamination from the shower head. The patient was treated with antibiotic therapy and had the pd catheter (not a fresenius product) removed. The patient stated he was subsequently transitioned to hemodialysis and has had no adverse effects from use of fresenius products.

Event description:
On 29/jun/2022, post market surveillance was made aware that via a social media post it was reported that this patient on peritoneal dialysis (pd) using fresenius products had peritonitis about two years prior. The patient was noted to currently be on hemodialysis for renal replacement needs. There were no recorded allegations in the social media that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient confirmed he performed pd therapy with the fresenius cycler /fmc cassette. The patient stated he developed peritonitis (characterized by abdominal pain) in (B)(6) 2020 after staying for a week in his vacation cabin. The patient stated the event was not related to any product issues. The patient stated he did not disinfect the shower head at the cabin and showered twice during his stay. The patient attributed the peritonitis to contamination from the shower head. The patient was treated with antibiotic therapy and had the pd catheter (not a fresenius product) removed. The patient stated he was subsequently transitioned to hemodialysis and has had no adverse effects from use of fresenius products.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed due to a contamination from the shower head. There is no allegation of cassette malfunction. In addition, was review the user guide and states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection."